Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was bent pins in the trunk cable connector, preventing it from connecting to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Manufacture dates: monitor sn (B)(4)- 7/2/2015, electrode belt sn (B)(4)- 5/10/2018.

Event description:
A us distributor reported that a patient's electrode belt and monitor case were damaged.